Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not terminate a ventricular fibrillation (vf) episode, which required external defibrillation and hospitalization. The patient reported feeling unwell for 30 minutes prior to the external defibrillation shock being delivered. Several ventricular tachycardia (vt) episodes were also reported not to have been stored. Technical services (ts) reviewed device data. Only one programmed treatment zone was set for 220 bpm, and the arrythmia rate did not yet meet the programmed zone criteria for therapy delivery. Some noise oversensing was also present, with low sensing amplitudes, though not in relation to the vf episode in question. Technical services (ts) recommended reprogramming to dual treatment zones, as well as lead troubleshooting, as the lead was implanted in 2006. This ICD and rv lead remains in-service at this time. No adverse patient effects were reported.